Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/27/2013; belt: 04/23/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018, while wearing the lifevest. The patient was reportedly in bed in the hospital ICU prior to passing. The hospital staff and the patient's granddaughter were present at the time of passing. It was reported that the hospital staff performed resuscitation efforts. Per clinical review of the available ECG data, the patient was in af at 100 bpm with CPR artifact from 05:35:55 to 05:37:35. The patient was then in vf with CPR artifact for approximately 5 minutes before receiving a non-lifevest defibrillation at 05:46:29. The patient received two additional non-lifevest defibrillations at 05:47:08 and 05:48:48 while in vf with CPR artifact. The patient remained in vf with CPR/motion artifact until the electrode belt was disconnected at 06:01:13 on (B)(6) 2018. CPR/motion artifact prevented the lifevest from delivering a treatment from approximately 5:41 until the electrode belt was disconnected. The patient was reportedly in the hospital ICU and under medical care at the time of passing. It was reported that hospital staff performed resuscitation efforts. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.